Event description:
It was reported that the pulse generator went into back-up vvi mode during firmware upgrade attempt. The device was restored back to the original firmware. The physician elected to not perform the upgrade. The patient was asymptomatic.